Event description:
Title: broken simpson probe. Event description: during laparoscopic salpingectomy for ovarian cyst, simpson probe tip broke while md tried to measure uterine depth. The broken piece was seen in the fundus and was removed hysteroscopically by forceps. Once the piece was removed, bleeding was noted and the uterus was packed. The patient was stable after the procedure. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).